Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that more than 250 cc blood loss occurred when the jaws of the device would not reopen while on tissue and the surgeon had to manually remove the device. The surgeon used a second device to complete the procedure. There was no injury to the pt.